Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer reloaded cartridge; however the pump requested a minimum of 50 units. Cartridge was filled with 50 units of insulin and then a cartridge (cartridge 9) alarm annunciated indicating the cartridge was overfilled. A new cartridge was loaded onto the pump and the infusion set changed. Customer was able to successfully go through the load process and resume insulin delivery.